Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a ¿connect cgm or enter bg¿ message associated with a dexcom g7 continuous glucose monitor (cgm) sensor reconnecting alert, and the user experienced signal loss to the ilet only; the agent guided the user to toggle settings and reinitiate sensor pairing. No adverse clinical symptoms reported. Outcomes included no health impact or need for medical care. User support included user-guided troubleshooting and education to re-establish cgm pairing and ensure software currency. Investigation of this case revealed a communication disruption between the ilet and the cgm, consistent with intermittent signal loss, with resolution steps focused on re-pairing and app update guidance. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or pairing state inconsistency.